Event description:
Implant date: 2002. One year later, x-rays revealed broken rod. At an unk later date, another x-ray revealed that the rod slipped out of the top three screws. Doctor made a small incision and pulled the rod out. Pt is reported to be doing fine.